Manufacturer narrative:
Flexpc manually restarted; advised replacement if issue persists. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot; flexpc required manual restart on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.